Event description:
Golden companion scooter, with 3 yr warranty, need of repair four times since purchase. Less than 6 months old. Asking for money back. No answer to complaints directed to MFR. Disabled; dependent upon scooter for getting around.

Event description:
After numerous letters and telephone calls on reporter's part, they still have not resolved the problem of what they consider a faulty and unsafe machine. Reporter has owned the scooter about six months. In that time, reporter had to have a part, called a throttle pot, replaced because the machine "bucked" when reporter drove it. Also, when reporter was taking it on a standard, professionally installed lift, the back cowling covering came off, all the contents under the cowling shifted around and a tail light was hanging from it. Reporter had to leave it in the shop for a day in order to have the scooter repaired. Co would like to maintain that reporter misusing this machine. This is not true; reporter knows how to use one of these scooters properly or reporter wouldn't have had a scooter for over six years without having trouble they've had with the co. Co has told reporter the cowling on the back came loose when the car ran over a bump in the road. If reporter cannot transport this machine on a standard lift that has been professionally installed without running over bumps in the road, it is of little use to them. Reporter is disabled and depend on this scooter for getting around. Reporter does not drive as excessive speeds. Also, the seat wobbles and reporter does not feel safe in it. Reporter maintains that this scooter is not good quality and that it is not safe and it certainly won't last very long.